Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified openings, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. And also identify a crease sharp opening on radius side. Based on the device analysis the final assessment is various striated edge openings on radius and posterior side due to surgical damage, a crease sharp opening on radius side due to a fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is hardening, swelling, persistent pain in both breasts since having the implants and their nipples are caved in, capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported ¿hardening, swelling, persistent pain in both breasts since having the implants and their nipples are caved in¿. Healthcare professional reported capsular contracture baker grade IV. Device was explanted. This record is for the left side.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance.

Event description:
Patient reported ¿hardening, swelling, persistent pain in both breasts since having the implants and their nipples are caved in¿. Healthcare professional reported capsular contracture baker grade IV. Patient representative reported patient ¿experienced pain, infections, collection of fluid and hardening¿ of the breasts and experienced ¿physical pain and suffering and psychological effects from the stress, fear, and uncertainty of this perceived and actual cancer risk,¿ as the patient ¿remain[s] at risk for developing bia-alcl.¿ device was explanted. This record is for the left side.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5., g.1., h.6. The events of infection(unknown onset) and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported patient ¿experienced pain, infections, collection of fluid and hardening¿ of the breasts and experienced ¿physical pain and suffering and psychological effects from the stress, fear, and uncertainty of this perceived and actual cancer risk,¿ as the patient ¿remain[s] at risk for developing bia-alcl.¿